Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was stated that the sales representative spoke with the customer's hcp, and was told that the pump was downloaded. It was stated that there was no evidence that the pump was at fault. It was stated that the patient was not managing the diabetes properly. The customer was discharged from the hospital and did not want any further reports on the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the ambulance was called prior to hospitalization. The customer's blood glucose was 25 mg/dl at the time of incident. The customer stated that they collapsed. The customer also reported that power loss alarms and battery change alarms were found in the alarm history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error alarm, unexpected replace battery now alarm or unexpected power loss alarm noted during testing or in the formatted history file. The device uploaded properly using carelink pro. The device had scratched case and a pillowing keypad overlay.